Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) coronary artery with calcification and 99% stenosis. The 3.5x18 mm xience skypoint stent delivery system (sds) failed to cross the lesion due to the anatomy and the distal part of the stent struts broke but did not separate. The device was simply withdrawn. A new xience skypoint sds was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. Subsequent to fiing the initial report, an additional 3.5x18 mm xience skypoint sds was received in the returned goods lab but it was only prepped and had not been used in the patient. The struts at the proximal end of the stent implant were bent and stretched distally. There were bends in the hypotube. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.d9: device available for evaluation updated from yes to no. H3: reason device not evaluated by mfg updated to na.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) coronary artery with calcification and 99% stenosis. The 3.5x18 mm xience skypoint stent delivery system (sds) failed to cross the lesion due to the anatomy and the distal part of the stent struts broke but did not separate. The device was simply withdrawn. A new xience skypoint sds was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.